Manufacturer narrative:
Correction to the initial MDR in block h6. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (afib) ablation, watchman implant, cavotricuspid isthmus (cti) ablation, and superior vena cava (svc) isolation, a farawave catheter was selected for use. The patient developed an arrhythmia. Due to bradycardia, the patient received an implantable pulse generator (ipg) 2 days following the procedure. A junctional escape rhythm persisted after the ablation and did not resolve. It is unknown whether the bradycardia was caused by the svc isolation or the cti ablation. The patient was hospitalized. The patient is expected to experience disability and/or permanent damage. According to the physician, the svc isolation may have resulted in sinus node block, and the cti ablation may have contributed to atrioventricular block (avb). The device is not available for return because it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During an atrial fibrillation (afib) ablation, watchman implant, cavotricuspid isthmus (cti) ablation, and superior vena cava (svc) isolation, a farawave catheter was selected for use. The patient developed an arrhythmia. Due to bradycardia, the patient received an implantable pulse generator (ipg) 2 days following the procedure. A junctional escape rhythm persisted after the ablation and did not resolve. It is unknown whether the bradycardia was caused by the svc isolation or the cti ablation. The patient was hospitalized. The patient is expected to experience disability and/or permanent damage. According to the physician, the svc isolation may have resulted in sinus node block, and the cti ablation may have contributed to atrioventricular block (avb). The device is not available for return because it was discarded.